Event description:
It was reported the patient had some mild intermittent discomfort on the side of their scalp by their ear. The patient felt that something was coiled there and was the size of a nickel. The patient had contacted their healthcare professional (hcp) about the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_ptm_prog, product type: programmer, patient. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).